Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The image was not displayed due to a cable malfunction. The device is damaged and does not meet the specifications. Based on the results of the investigation, a definitive root cause was not able to be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope.the camera cable could be damaged. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head image disappeared; the camera head cannot be recognized. The issue occurred during preparation for use, prior to starting the unspecified diagnostic procedure. The procedure was completed with a similar device. There was no report of patient harm or impact associated with this event.